Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post procedure the right ventricular (rv) lead dislodged. It was also reported during an attempt to reposition the lead tissue was noted in the helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.